Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer wore the pump while at a water park and the touchscreen became unresponsive. Customer's blood glucose (bg) level was 425 mg/dl which was addressed by delivering a bolus via the pump. Cause of elevated bg level was unknown. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the touchscreen issue was verified. Functional testing was performed and no failure was identified related to the elevated blood glucose level. The information will be used for tracking and trending purposes.